Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages, arrhythmia alarms, and damaged cable) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable and breaking the j704 off of the distribution node (dn) pca. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing adjust belt messages, arrhythmia alarms, and the electrode belt had exposed wires.